Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1.9. Date: (B)(6) 2011, inratio: 3.2, lab: 2.1. Pt's therapeutic range: 2.0-2.5 inr. Pt has not used her meter since (B)(6) 2011 due to other medical issues. Pt stopped taking celexa 9 days prior to (B)(6) 2011.

Manufacturer narrative:
Investigation pending.